Event description:
The customer reported that the unit failed to power up. This was found during daily testing, there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. This was found during daily testing, there was no pt involvement. A philips field service engineer replaced the ac power module which resolved the failure. The device passed all testing and remains at the customer site.